Event description:
The device failed to cycle while in use on a patient. There was no patient harm or injury related to this event. The customer reported that the device ran on battery power until the battery was depleted. The device did alarm and notify the user that the battery was running low and that there was no ac power source available. Nellcor puritan bennett was not authorizied to either evaluate or repair the device.